Manufacturer narrative:
It was reported that the "raytec was found to have a loose radiopaque string that had come away from the raytec and into the patients wound". No injury was reported. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
String from gauze removed from wound.